Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. Note: refer to mw5116295 (adc case ID 53969189) for the second sensor issue. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported, who is a healthcare professional reported receiving a adc sensor scan of 54 mg/dl and the customer self-treated with food. The customer further reported glucose readings of 266 mg/dl, 212 mg/dl, 188 mg/dl, and 127 mg/dl were obtained from an unspecified device but no further details were reported. There was no adverse event reported or a third-party medical intervention provided. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported, who is a healthcare professional reported receiving a adc sensor scan of 54 mg/dl and the customer self-treated with food. The customer further reported glucose readings of 266 mg/dl, 212 mg/dl, 188 mg/dl, and 127 mg/dl were obtained from an unspecified device but no further details were reported. There was no adverse event reported or a third-party medical intervention provided. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.